Event description:
A malfunction alarm was reported, identified by the code malf 12, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, as it was a resettable malfunction code, and the issue did not recur after resetting. The customer continued to use the pump for insulin therapy.